Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
This report is filed on july 06, 2016.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea during insertion, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(6).